Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. Evaluation also revealed a cracked pump case and evidence of moisture contamination on the battery cap and on the audio bolus button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim, discolored display screen. There was evidence of contamination found on underside of battery cap. The pump case was observed to be cracked. The pump failed a leak test. Unrelated to these issues, the audio bolus button was observed to be torn in the center. The button, however, responded appropriately. There was evidence of contamination found on the audio bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).